Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use warns that some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and/or x-ray to determine the size of the object is recommended; do not use the stone basket if the object is too large to be removed endoscopically. Potential complications that may result from the use of a basket in an endoscopic urological procedure can include inability to disengage from irretrievable object. Received basket assembly in tray with basket taped to the lid (in 2 pieces which was the basket and then a piece of the shrink tubing from the one side of the basket). The basket was completely detached from the basket assembly and, therefore, was not functional. The basket sheath was measured with calipers and noted to be 0.39 inches which confirms the 3fr basket. This is the correct measurement for the size basket returned per specification. The basket sheath was cut approx 12 inches from the distal end to remove the two drive rods and inspect the joints between the drive rods and the basket assembly. Under 30x magnification the drive rods were reviewed. Both of the nitinol wires just distal to the joint broke in a ductile mode. The assembly shows signs of being excessively stressed. The wires unraveled on one side of the basket, the curling of the nitinol wire and the ductile failure of both wires are all evidence that the basket failed under excessive stress.

Event description:
It was reported that during a stone removal procedure, the basket broke approx 5cm from the tip of the basket while removing a 1.5 cm size stone from the pt. The stone was located in the pt's kidney pelvis. The basket had been articulated once prior to capturing the stone. The doctor removed the broken piece with foreign-body forceps under radiographic guidance. The patient experienced no problems.